Event description:
It was reported that the patient was seen in office, and his vns system registered high lead impedance. No surgical intervention has occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that this patient's lead and generator were replaced. The devices were not released by the hospital for return to the manufacturer. The explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date.